Event description:
Related manufacturer ref: 2184149-2022-00016. During a radiofrequency ablation procedure of the left lumbar l3-s1, a second degree burn was noted at the grounding pad site. The grounding pad was placed on the right side of the lumbar between l3-l5 and did not overlap with any other patches. There were no wrinkles or edges that were lifted on the pad. The patient's skin was not prepped prior to the placement of the grounding pad and the patient was not noted to be hairy or diaphoretic. The second degree burn was noted to be four centimeters by one to two centimeters in diameter and was white in color and surrounded by erythema. Sterile dressing was placed over the burn with bacitracin ointment applied. A prescription was also prescribed for silvadene ointment and the patient was sent to wound care.

Event description:
Related manufacturer ref: (B)(4). During a radiofrequency ablation procedure of the left lumbar l3-s1, a second degree burn was noted at the grounding pad site. The grounding pad was placed on the right side of the lumbar between l3-l5 and did not overlap with any other patches. There were no wrinkles or edges that were lifted on the pad. The patient's skin was not prepped prior to the placement of the grounding pad and the patient was not noted to be hairy or diaphoretic. The second degree burn was noted to be four centimeters by one to two centimeters in diameter and was white in color and surrounded by erythema. Sterile dressing was placed over the burn with bacitracin ointment applied. A prescription was also prescribed for silvadene ointment and the patient was sent to wound care.

Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burn remains unknown.